Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital with complaints of fever and left shoulder pain. Transesophageal echocardiography (tee) showed vegetation on the right ventricular lead. Patient was transferred to another hospital for system removal. Patient was stable.